Event description:
On (B)(6) 2013, a company representative reported that the patient has experienced nausea, vomiting, a blood glucose level of 498 mg/dl, and was admitted to the hospital on (B)(6) 2013 due to not knowing how to calculate her bolus amount. When the patient was admitted to the hospital she was taken off the infusion device and given an IV of insulin. The patient returned to insulin injection therapy until she could be trained on how to calculate bolus amounts. On (B)(6) 2013, she switched back to her infusion device. Follow-up with the patient's mother revealed that she was taken to the hospital with a fever and pain in her side. Her mother stated that an infection caused the elevated blood glucose levels. She stated that her daughter does not check her blood glucose levels often and her target blood glucose level is in the 100's mg/dl. At the hospital the patient also received and IV with antibiotics, fluids, and muscle relaxers. The patient was diagnosed with three cysts and infections. There was no allegation against the performance of the infusion device or accessories. No product was requested to be returned for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product has been requested to be returned.